Event description:
Wiring through a septal branch, the sion black tip unraveled and left a piece distal in the septal branch. Patient was ok and right was crossed and stented. Piece left in distal septal branch.